Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device continuously activated.

Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
Alleged failure: hf probes gave continuous fire. Could not be operated with the buttons. The failures identified in the investigation is consistent with the complaint record. The probable root causes could be a probe short due to a fluid ingress, or an internal leak due to a broken damaged bond of the suction tubing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.